Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat an arteriovenous fistula (avf) using an indigo system catd aspiration catheter (catd) and a non-penumbra sheath. During the procedure, the physician completed two passes in the target location using the catd. During the next pass, the physician kinked the distal tip of the catd twice while advancing the catd in the av fistula at the anastomosis from the venous to arterial. Therefore, it was removed. The procedure was completed using a new catd and the same sheath. There was no report of an adverse effect to the patient.